Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected fields- d9-return to manufacture date, g2 (report source), h6-investigation findings.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) unit had vertical green line on right side of the screen. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, d9, e2, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions ), h11 corrected fields - d5, e1 (initial reporter, event site email), e2,e3, g2, h6 (medical device ¿ problem code). A getinge field service engineer (fse) reported that the front bezel was also cracked. The fse replaced the lcd display, bezels, upper hinge covers. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing department received part bezel with a reported unit failure of the bezel is damaged. The failure analysis and testing department performed a visual inspection and observed that the top portion of the frame of the bezel is damaged. The fat department verified the complaint of the bezel being damaged. Probable root cause is user error.

Event description:
N/a.